Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that while use of the device on a dog in a veterinary clinic, they believed their device did not deliver a defibrillation shock while using the hard paddles assembly. This event did not involve any human use and the associated dog did not survive. No additional event information has been provided to physio-control.